Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to it being redundant. A right atrial (ra), a left ventricular (lv) and a second rv lead were present within the patient but were not targeted for extraction. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician used a 14f spectranetics glidelight laser sheath, and the glidelight advanced into the right atrium region when the rv lead popped free from the right ventricle, using traction forces. The rv lead was pulled into the glidelight device and removed from the patient's body. A guide wire was placed down the inner lumen of the glidelight device into the inferior vena cava to retain access for re-implantation of a new lead. Within five minutes of extracting the rv lead, the physician noted via fluoroscopy that the cardiac silhouette was not moving, confirming a pericardial effusion. A right ventricular (rv) perforation was detected. The patient's blood pressure dropped slightly. Rescue efforts began, including pericardiocentesis. Three hundred (300) cc of blood was removed, and the patient stabilized. The new lead was re-implanted, no further intervention was required, and the patient survived the procedure. This report captures the lld providing traction to the rv lead, when the rv perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.